Event description:
During an atrial fibrillation pfa procedure, a thin thread-like material on the guidewire tip was observed. It was noted to be difficult to reach the right inferior pulmonary veins (ripv). All 3 other veins were targeted with ease. The physician noted that the sheath stopped steering as expected, thinking the pull wire may be broken. The sheath was replaced and the catheter and non-abbott guidewire (starter guidewire by boston scientific) were also removed. The second sheath was inserted into the patient and placed in the left atrium. The catheter was advanced past the sheath valve and aspirated. It was noted that the guidewire inside the catheter was not moving with ease as expected. The catheter and guidewire were removed together and a thin thread-like transparent plastic looking object was attached to the guidewire tip. The procedure was finished without ablation in the ripv. Nothing was confirmed to have been left in the patient. The patient was stable.